Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of regp4517 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that when the device was attempted to be used, it was noticed that the stylet was bent. There was no reported patient involvement.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: sample analysis, patient severity, applicable previous investigation(s), complaint and lot history review, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a bent stylet is confirmed; however, the exact cause is unknown. One 5 fr triple lumen powerpicc catheter and one coiled stiffening stylet within a t-lock were returned for evaluation. An initial visual observation showed some use residue on the returned samples. A bend was observed in the stylet approximately 14 cm proximal to its distal tip. The core wire of the stylet was found to be intact during tactile evaluation. A microscopic observation revealed the weld tip of the stylet was present and intact, and no kinks or breaks were found in the returned stylet. Possible causes of the bend in the returned stylet include damage during storage, handling, or use; however, the time and location this damage took place could not be determined from the returned sample.

Event description:
It was reported that when the device was attempted to be used, it was noticed that the stylet was bent. There was no reported patient involvement.